Event description:
Physician reported, right side "ruptured implant, allergan saline". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side "deflation." Healthcare professional additionally reported capsular contracture baker grade iii. Device remains implanted.